Manufacturer narrative:
Rapid-port ez strain relief. (B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a rapid-port ez strain relief. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Abnormal internal/external tissue reactions, necrosis, and burns, as well as allergic reactions, are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: "special care must be used when handling the device because contaminants such as lint, fingerprints and talc may lead to a foreign-body reaction. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant."

Event description:
Allergan representative reported lap-band removal took place due to "abnormal internal/external tissue reaction...necrosis, burned organs" and possible "allergic reaction." The follow-up with the surgeon's office is in progress and the return of the explanted device, to allergan for a product analysis, has been requested.